Manufacturer narrative:
The device was received for evaluation. The homechoice pro device received returned instrument testing evaluation (rite) functional testing. The device was determined to meet functional performance specification requirements per rite testing. Internal and external inspection was performed, and no issues were noted. All connections appear correct and secure. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The event history log review showed the minimum drain volume percentage was set to 85% for the most recent therapies. However, a review of the event logs confirmed the user had bypassed the reported low drain volume during the initial drain which contributed to the reported events. The homechoice and homechoice pro apd systems patient at-home guide provides instructions on how to bypass low drain volume alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced shortness of breath, nausea, feelings of fullness and fluid retention of three pounds during initial drain (I-drain). The patient was connected to the homechoice pro device at the time of the events. It was reported the patient bypassed the I-drain during ¿each night¿. The last fill volume was 1800 ml and initial drain alarm was set to 1000 ml. The patient reported that treatment was completed the night prior to receipt of this report, and the initial drain was bypassed with the on-call nurse. The initial drain volume was 32 ml before the bypass was done. Renal therapy services (rts) instructed the patient to drain immediately with an ultra-bag. The patient reported they ¿started to feel relieved once draining started for some time¿. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis as discussed. No additional information is available.